Event description:
It was reported that the patient presented in emergency room with symptomatic bradycardia. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no capture. Fluoroscopy imaging was performed and observed that the rvlp had migrated into the hepatic area. The rvlp was retrieved, explanted, and replaced with a transvenous pacemaker system. There were no further patient consequences.

Event description:
New information received notes that the right ventricular leadless pacemaker was found with no sensed r-waves, and the patient was experiencing drowsiness and fatigue.